Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 lens, -16.0/+3.0/083 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault and significant reduction of irido-corneal angles (ica). The status of the eye is "good" after explant. The cause of the event is reported as "sizing."